Manufacturer narrative:
Info from 06/20/2024 indicates circumstances are unknown, discovered by customer, patient demo and patient involvement is unknown . (B)(4) 06/20/2024. Updated fields: h6(type of investigation, investigation findings & investigation conclusions). It was reported that the device the cs300 intra-aortic balloon pump (iabp) had ¿leaking helium ¿. A getinge field service engineer (fse) tested helium and observed pump missing seal for helium regulator, this was causing leak. Operator error causing helium leak. No problem verified. Complete checkout and checklist has been performed and unit returned to customer. Patient involvement is unknown.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) is leaking helium.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).